Event description:
It was reported that the customer has passed away. The caller stated that the cause of death was not insulin pump or insulin related. They stated that the customer passed away from antibiotics. The customer was wearing the insulin pump at the time of death. No further information is available at this time.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
It was reported that the customer's husband called and stated the customer had passed away. He stated that the customer was in the hospital, due to problems with her foot and passed away at home. Customer had an adverse reaction to the antibiotics. The customer's husband confirmed that the cause of death was not due to insulin or insulin pump. The blood glucose was not provided. Nothing further reported.

Manufacturer narrative:
This additional information was not provided with the initial report. This new information had been provided with this report.